Event description:
Nurse attempted piv placement x2 attempts to administer IV hydration. A second successful attempt to place 22g., 1 inch piv was made; then pt became diaphoretic and lethargic. Pt responded to verbal commands. Pt's rt arm became contracted and lt hand clenched in a fist. Pt stated numbness in both legs. Pt responded to pain stimulus. Heart rate became rapid and pt took short breath sounds. 911 called and pt transferred to hosp. Discharge summary: 11/15/97. This is a 46 yr old caucasian female with history of severe irritable bowel syndrome with increased nausea and some vomiting this week. Failed outpatient IV fluids and antiemetics. She has a history of myotonic muscular dystrophy and fibromyalgia. Objective: on admission she was afebrile and the abdomen had soft, mild diffuse tenderness. Lab data: electrolytes were normal. Potassium was 2.5, total co2 was 22. Her bun was 6, phosphorus was 0.4. Urine analysis had 2+ positive ketones. Ck was 377, myagloblin was compatible with myotonic dystrophy. Ckmb was 5.5. Hosp course: she was started on IV fluids with k-phosphate and given some h2 blockers. She had improvement of her symptoms. Tolerating diet fairly well. She was discharged on 11/15/97 with improved electrolytes. Potassium was 3.7, co2 was 25, phosphorus was elevated at 6. Disposition: she was instructed to follow-up with her primary, and to have gi work-up if not already done. She was discharged on her usual home medications plus tagamet 400 mg b.i.d. And h.s. And on reglan 10 mg a.c. And h.s.